Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stenting procedure to treat a fistula after gastric sleeve intervention. According to the complainant, two months post stent placement during a procedure to implant a polyflex stent within the previously implanted ultraflex, 1.5 to 3 cm of the distal end of the ultraflex stent struts were found to be broken. The ultraflex stent has been previously positioned in an angle as part of a benign indication. The complainant stated that tissue ingrowth could have damaged the stent struts; however, tissue ingrowth was noted as usual in the covered section of the stent. However, it was noted that the covering of the stent had moved. No visual damage to the stent was noted prior to use. Although the stent struts were noted to be broken, the physician implanted the polyflex stent within the ultraflex stent. Once the tissue within the stents have necrosed, both stents will be removed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. Our directions for use indicate the following: the ultraflex covered and non-covered esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. (B)(4).